Event description:
It was reported that patient underwent stenting procedure of the posterior inferior cerebellar artery (pica) aneurysm. During deployment, one of strands extended beyond the proximal landing zone after the subject stent wouldn't open up. The physician tried to agitate the proximal end of the subject stent that wasn't opening and the procedure was completed. The subject stent remains implanted in the patient. No clinical consequences were reported to the patient due to this event.